Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to contact the customer to get additional complaint info and to get the product back were unsuccessful. As of the date of this report, contact with the customer has not been made and the power supply has not been received for testing/analysis. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a filed action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.

Event description:
The customer reported to customer service that the power supply for the wife's breast pump sparked. No injuries were reported.